Manufacturer narrative:
Product investigation summary: the returned device was examined and the complaint condition was able to be confirmed as the distal drive tip was found to be slightly deformed/worn. The driver dimensions and material characteristics were utilized to calculate ¿yield strength¿ of approximately 4.2 nm. The failure mode of a twisted tip is likely the result of the application of torque in excess of 4.2nm leading to deformation; hard patient bone or inadequate pedicle preparation may also have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: all of the reported parts were assessed for reportability. It was determined that only the hexagonal screwdriver with the twisted (deformed) threads represented a reportable issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Unknown when device became deformed. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 17 february 2015, part number: 314.132, lot number: 9327337. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection the following instruments were damaged. The socket wrench has a slight crack in the handle near the pin. The set screw for the synframe guide rod is stripped and is not functioning properly as a result. The threads on the distal end of two, synapse holding sleeves are nicked making it difficult to load screws. The distal tip of the screwdriver is twisted. The clip on the rod introduction pliers does not hold the collar securely. This event does not involve a patient. This report is 1 of 1 for (B)(4).